Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of having high blood glucose of 514mg/dl and treated with the pump. Troubleshooting found that the insulin leaked into the pump. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer declined further high blood glucose troubleshooting as they indicated that the high was due to the leak. Customer was advised to monitor the pump and call back if necessary.